Manufacturer narrative:
The sample is available but has not yet been received at the manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the cutter was not cutting the vitreous during a vitrectomy procedure. A new pack was opened and the surgery was completed. There was no patient harm reported. Additional information was requested, however none has been provided to date.